Event description:
The customer reported that the ac mains power led was not illuminated. The device was attached to ac mains sitting on crash cart when the staff noted the ac loss alert. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.